Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. After the procedure, it was noted that the battery longevity was not displayed. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicates that battery longevity had not displayed again.